Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis," "baker 2-3".

Event description:
Patient reported left side "capsular fibrosis," "baker 2-3." Patient additionally reported left side breast cancer; this event is not related to the device. Device remains implanted.